Event description:
The packages of five exoseals from one box were not sealed properly and were unsterile as a result. All of them had a 1-3 cm hole (unsealed part) on the right upper side. There is a picture attached at the service request. The product had not been open prior to anticipation of use. The damage was noted after the device had already been received and stored. The box was stored in the pre-operating room on a shelf. The devices were sent for analysis in the original box.

Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
The packages of five exoseals from one box were not sealed properly and were unsterile as a result. All of them had a 1-3 cm hole (unsealed part) on the right upper side. The product had not been open prior to anticipation of use. The damage was noted after the device had already been received and stored. The box was stored in the pre-operating room on a shelf. The devices were sent for analysis in the original box. Five non sterile 6f exoseal were received in their original package. The package was found partially opened from the supplier seal (chevron), the shipper box was received folded and damaged, and four of the inner trays were found damaged. The seal straight of the complaint was compared with other pouch seal unit of production line and: externally, seal appearance shows proper sealer bar marks, units were compared to standard acceptance seal. Internally, seal area of each pouch shows the presence of adhesive transfer on both sides of the pouch. Based on test results on were a pouch and two trays results with damages, it can conclude that a mechanical compression force applied to a carton with 5 pouches inside can results in the open pouch similar to the compliant units. The reported 'compromised sterility-seal open' failure was confirmed. The exact cause of the failure reported by the customer could not be determined. Neither the DHR nor the product analysis suggests that the failure could be related with the manufacturing process of the units; however a risk assessment has been initiated to evaluate this issue.